Event description:
The pt used the suspect device to check their blood glucose and obtained high results-309,319 and 366mg/dl. Pt then adjusted their insulin pump to the results. Spouse found pt unresponsive. Emergency medical tech's were called and they checked pt's glucose at 24mg/dl. Pt was treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.